Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to the lead not able to go through the stylet. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem and section h11 additional MFR narrative. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. There was blood and body fluid noted in the lumen. The helix was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection showed that the ptfe insulation was bunched, and conductor coils were deformed in multiple areas. A stylet insertion test was performed, and the stylet could be passed approximately 10 millimeters (mm) from the terminal pin due to deformed inner coil. This type of damage is consistent with inner coil over-torque and helix extension/retraction difficulty. Laboratory analysis identified that the lead characteristics would have caused or contributed to the reported clinical observations. This report contains correction in section h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to difficulty with passing a stylet through the lead. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. There was blood and body fluid noted in the lumen. The helix was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. X-ray confirmed deformed inner coils. Visual inspection showed that the ptfe insulation was bunched, and conductor coils were deformed in multiple areas. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report contains correction in section h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to the lead not able to go through the stylet. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.